Event description:
It was reported by the rep that during a total hysterectomy procedure, the staples were not forming correctly when the device was fired. A competitors device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.